Event description:
The complainant reported an impella cp was placed to support a patient admitted in with an acute myocardial infarction/cardiogenic shock and arrest. The pump was placed but there were persistent low flow/suction events and the patient's limbs were ischemic bilaterally. There was bleeding from the groin that prompted treating with an extra suture, femstop, and transfusion of two units of packed red blood cells. Despite all measures, the patient expired on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of low pump flow, limb ischemia, and access site bleeding has been completed. The impella device was not returned for evaluation. Low pump flow: the data log shows several suction alarms throughout the case run, with an observed downward trend in placement signal and pump flow. Pump flow was seen gradually decreasing while running on the same p-level. A motor current spike was reported in the middle of the case without impacting major issues in pump performance. The motor current spike was indicative of biomaterial interaction during the case; therefore, the thrombus failure mode was added as an investigated failure mode. According to the clinical notes, the patient was on pressure support, and blood products were given due to blood loss during support. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. Limb ischemia - reversible: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Access site bleeding-major: the cause of the access site breeding issue was not determined since product was not returned and sufficient clinical information was not provided. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.